Event description:
It was reported that on (B)(6) 2009, the patient underwent a fusion at the l4-5 and l5-s1 levels of his spine via anterior and po sterolateral approaches using rhbmp-2/acs mixed with allograft and autograft and placed into peek cages at multiple levels. Postoperatively, the patient developed significant back pain and left leg pain. A CT-scan done in (B)(6) 2009 showed an early lytic reaction with subsidence. The patient continued to suffer from increased persistent back pain and leg pain. In (B)(6) 2011, a CT-scan showed right foraminal l4-5 bony overgrowth, causing central and right sub-articular stenosis. There was also bony overgrowth that could be seen at the l5-s1 level. As a result, the patient has required extensive medical treatment, including having to undergo an l4-5 foraminotomy on (B)(6) 2012. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living. The patient reportedly suffered injuries and damages, including but not limited to, lytic lesions, subsidence, ectopic bone growth, stenosis, chronic pain, and additional surgeries.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
On (B)(6) 2008, the patient underwent a venous duplex ultrasound. On (B)(6) 2008, the patient visited the ER. On (B)(6) 2008, the patient underwent a lumbar spine MRI. On (B)(6) 2009, the patient presented in ER. On (B)(6) 2009, the patient received a sacroiliac joint cortisone injection. On (B)(6) 2009 , the patient participated in physical therapy. On (B)(6) 2009, the patient participated in a behavioral health assessment. On (B)(6) 2010, the patient received a sacroiliac joint cortisone injection. On (B)(6) 2010, the patient received a sacroiliac joint cortisone injection. On (B)(6) 2010, the patient received a cortisone injection. On (B)(6) 2010, the patient presented in ER with a closed dislocated shoulder and underwent shoulder x-rays. On (B)(6)2010, the patient underwent various labs that included but were not necessarily limited to: cmp, cbc, and c-reactive protein inflammation test. On (B)(6) 2010, the patient presented for an office visit. On (B)(6) 2010, the patient received an epidural injection. On (B)(6) 2011, the patient presented for an office visit. On (B)(6) 2010, the patient presented for an ov and underwent a cbc lab draw . On (B)(6) 2011, the patient received an epidural injection. On (B)(6) 2011, the patient underwent various labs and a CT lumbar myelogram. On (B)(6) 2012, the patient presented for an office visit. On (B)(6) 2012, the patient received a sacroiliac joint cortisone injection and an epidural injection. On (B)(6) 2012, the patient presented for a health and behavioral assessment. On (B)(6) 2014, the patient presented for an office visit.

Event description:
It was reported that the patient presented with significant history of three level degenerative disc disease with spinal stenosis and intractable back and lower extremity symptoms. The patient had intractable pain and failure of non-operative care. On (B)(6) 2009, part 1 of a 2 in 1 anterior-posterior spinal fusion, the patient underwent an anterior spinal fusion l5-s1 (interbody technique); insertion of intervertebral biomechanical device ls-si {peek device); anterior lumbar plating ls-si with 25 mm stryker thor. Plate; anterior spinal fusion l4-l5 (interbody technique); insertion of intervertebral biomechanical device l4-l5 (peek device); and aspiration ofl5 vertebral body for bone marrow aspirate with jamshidi needle. On (B)(6) 2009, part 2 of a 2 in 1 anterior-posterior l4 through s1 fusion with decompression, the patient underwent posterolateral fusion 14-ls; posterolateral fusion ls-s1; right l4-5 decompression; segmental pedicle screw instrumentation l4-s 1; and aspiration of right iliac crest bone marrow. On (B)(6) 2009, the patient was discharged without complications. On (B)(6) 2009, lumbar CT scan revealed multilevel degenerative and postsurgical change; l4-l5: right asymmetric osteophyte-disc complex with mass effect on the right l5 nerve root. Mild central stenosis; l3-l4 right asymmetric osteophyte-disc complex which abuts the right l4 nerve root. Mild central stenosis; and l5-s 1: moderate to moderate-severe left foramina stenosis. On (B)(6) 2009, the patient underwent left l5 selective nerve root injection which resulted in complete resolution of the patient's low back and left leg pain. On (B)(6) 2011, lumbar spine CT scan revealed solid anterior and posterior fusions at l4-5 and ls-51 without instrumentation complications. Prominent right-sided l4-5 osteophyte causes central and right subarticular stenosis although the fusion is solid; developmentally small central canal with disc bulge contacting the dural sac at the supra-adjacent l3-4 level without herniation or obvious neural impingement; and no acute fractures are identified. On (B)(6) 2011, lumbar spine MRI revealed posterior osteophyte results in mild bilateral neural foraminal and right paracentral spinal canal narrowing at l4-ls. On (B)(6) 2012, the patient continued to have left lateral and posterior radiculopathy since his l4-s1 fusion. The patient had a selective nerve root block at l5 which gave him improved symptoms for the duration of the anesthetic. On (B)(6) 2012, the patient underwent left l4-l5 foraminotomy. On (B)(6) 2012, the patient was discharged without complication.

Event description:
It was reported that on (B)(6) 2008 the patient presented with progressively worsening left lower extremity pain. It was reported that the patient had had this pain for 5-6 years and had gone to the ER aprox 4 x for this pain. Limited rom secondary to pain. X-rays were obtained and showed significant disc height low at l4-5 and l5-s1. A MRI was reviewed which demonstrated two-level degenerative disease at l4-5 and l5-s1. At l4-5 he had significant right-sided disc osteophyte complex and a disc extrusion likely impressing on the l5 nerve root. At l5-s1 there was moderate to-severe left-sided foraminal stenosis secondary to significant osteophytosis and disc bulging. X-rays were taken which showed degenerative changes in the lower lumbar spine. On (B)(6) 2008 the patient presented with significant herniation on the right side at the l4-5 level near the l4 nerve root and the l5 nerve root. There was significant three-level disc degeneration with bulging at each level and severe degeneration, particularly at the l4-5 and l5-s1 levels. The patient had sciatica symptoms, on the left side probably irritating the l5 nerve root. There may have been some l4 nerve root contribution on the right side. The patient underwent a bilateral l5 nerve root injection. There were no patient complications reported. Per the encounter notes the patient had some symptoms remaining after the injection in the posterior aspect of the left leg but the calf symptoms were improved. On (B)(6) 2008 the patient reported complete resolution of lower extremity pain after having received a l5 nerve root injection. The patient did report some mild achiness in the low back but overall the patient was very happy with the results of the treatment. On (B)(6) 2008 the patient presented with moderate to severe left foraminal stenosis on the l5 nerve root and some foraminal narrowing on the right with the majority of symptom on the left. At the l4-5 level there was also some mild central canal stenosis. Per the encounter a note, the patient had received a good response from a previous epidural steroid injection and was able to walk straighter however though the patient did well for a while their symptoms were increasing again. The patient underwent a bilateral l5-s1 transforaminal steroid injection. No patient complications were reported. On (B)(6) 2008 the patient presented with left lower extremity pain. The patient reported getting good relief from the previous two l5 nerve injections they had received but they continued to have pain. The patient had reduced smoking habit to four cigarettes a day. Diagnosis: bilateral lower extremity radiculitis along the l5 distribution. On (B)(6) 2009 the patient presented with bilateral leg pain. The patient received a left l5-s1 and right l5-s1 transforaminal epidural injection. No patient complications were noted. On (B)(6) 2009 the patient presented with severe pain. The patient reported that the pain in their left posterior thigh and calf was returning. Diagnosis: three level disc degeneration greatest at l4-5 and l5-s1 and bilateral lower extremity radiculitis with a significant foraminal stenosis at l5-s1 on the left and recess stenosis at 14-5 on the right. On (B)(6) 2009 the patient presented with progressing pain and significant history of three-level degenerative disc disease which was most severe at l4-5 and l5-s1. At l4-5 there was a large right central disc protrusion with compression of the l5 nerve root. At l5-s1 there was significant bilateral neuroforaminal stenosis, left greater than right. There was no significant stenosis at the l3-4 segment; however, there was fairly substantial degenerative disc disease. Surgical options were discussed. On (B)(6) 2009 the patient presented with intractable back and bilateral lower extremity symptoms with the post-operative diagnosis of severe degenerative disc disease with spinal stenosis l4-s1 and moderate calcified disc herniation with adherence to l5 nerve root, right at the l4-5 interspace. The patient underwent surgery which consisted of a posterolateral fusion l4-5; posterolateral fusion l5-s1; right l4-5 decompression; and segmental pedicle screw instrumentation l4-s1. No patient complications were noted. It should be noted that during the surgeryit was found that there was moderate calcified disc herniation with adhesion to the l5 nerve root. Those adhesions were gently mobilized to increase mobility of the l5 nerve root but the calcified disc was not taken down because of its adherence to a significant portion of the proximal nerve root. It was thought that the decompression was adequate. On (B)(6) 2009, approx. Two weeks post op, the patient presented with incision pain both anteriorly and posteriorly; pain in the left buttock radiating down the left lower extremity; and pain radiating into the groin area. X-rays were obtained and showed excellent placement of the screws and anterior grafts. The patient underwent a CT scan which demonstrated multilevel degenerative and postsurgical change; l4-5 right asymmetric osteophyte disc complex with mass effect on the right l5 nerve root, mild central stenosis; l3-4 right asymmetric osteophyte disc complex which abutted the right l4 nerve root, mild stenosis; and l5-s1 moderate to moderate severe left foraminal stenosis. Medications: ms contin and percocet. The patient was also started on neurontin and a medrol dosepal. On (B)(6) 2009 the patient presented with improving symptoms. The patient had been previously placed on neurontin and a medrol doespak. The patient was also on ms contin and percocet. A previous CT scan was reviewed which had revealed some residual recess stenosis at l4-5 on the right. Foraminal stenosis at l5-s1 on the left. Hardware was in excellent placement. On (B)(6) 2009 the patient reported almost complete resolution of back pain and much improved left lower extremity symptoms. Ap and lateral images of the lumbar spine were obtained which showed excellent positioning of the anterior interbody devices and plate and excellent positioning of the posterior lumbar pedicle screw fixation. The patient was taken out of their tlso brace and was to increase mobilization and resume activities as tolerated. On 01 sept 2010, per billing records, the patient underwent various labs. On (B)(6) 2011 the patient presented, approx. 2 years post op, some vague persistent left posterior achiness and no back pain. Per the encounters notes the patient had had very good relief in his preoperative pain. The patient reported receiving an injection in (B)(6) which dramatically improved his left posterior thigh pain. The patient also stated that prior to (B)(6) they had had epidural injections that only exacerbated the pain. X-rays were reviewed that revealed the appearance of a solid fusion, l4-s1.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2008 lumbar MRI advanced degenerative disc disease at l3, l4 and l5 with bulging of disc material at all three levels. Disc collapse and endplate edema. Right l4 paracentral hnp is noted with some narrowing of dural sac at that level. On (B)(6) 2009 lumbar x-rays anterior needles have been placed at l4 and l5. Retractor suggests this is inter-operative positioning during alif. Postoperative films show quad plate across l5 with interbody spacers at l4 and l5. Pedicle screws on the right l4, l5 and s1; on the left screws from l4 to s1 spanning l5. On (B)(6) 2009 lumbar CT posterior pedicle screws are seen spanning l4, l5 and s1 with anterior quad plate spanning l5/s1. Axial views show alif at l4 that is slightly eccentric to the left and anterior. Spinal canal dimensions are obscured by metal artifact. Area of previous hnp appears to be calcified and still prominent. On (B)(6) 2009 lumbar x-rays films show previous anterior and posterior construct from l4 to s1. Interbody spacers are noted. Needle is po sitioned within the l5 foramen appearing to be and l5 transforaminal injection. On (B)(6) 2011 CT lumbar fine cuts through the construct now show borderline stenosis at l3 at the junctional level above. Stenosis is present as well at the l4/5 disc level on the right where there had at one time been a disc fragment. Anterior plate appear to extend inferiorly and is prominent ventral to s1. The l4 screws appear to come very close to penetrating the superior l4 endplate anteriorly, violating the disc. Fusion is very solid. On (B)(6) 2011 lumbar myelogram CT previous geometry of construct as described above. Soft tissue is now seen in the subarticular recess medial to the medial pedicle wall right l5. This cuts off the l5 root contrast and deviates the dural sac to the left. On (B)(6) 2011 lateral inter-operative fluoroscopy positioning fluoroscopy is noted with needle above transverse process of l3 with needle tip at level of mid foramen. Top of previous construct is seen at the level below.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).